Event description:
Customer called to report that the unicel dxc 600 synchron system generated falsely low sodium, potassium and/or chloride results on 32 patient samples. The results were not reported out of the laboratory. When the issue was noticed, the instrument was recalibrated and the samples were rerun. The repeated results were then reported out of the laboratory. There was no death, injury or change to patient treatment attributed to or associated with this complaint. The field service engineer (fse) inspected the instrument and replaced a worn modular chemistry (mc) syringe, as well as the sample probe and tubing. The fse then cleaned the flowcell and replaced the quad rings in the flowcell. The fse verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
(B)(4).